Manufacturer narrative:
Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon has confirmed that there was no malfunction of the edwards valve. The op report documents obstruction of the left main after implantation of the subject device, suggesting that this event was likely procedural or patient related. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to obstruction of coronaries. Per the surgeon, the explant was not related to any device malfunction or quality deficiency. According to the op report, a 23 mm edwards valve was sewn into place. Unfortunately, because of the ostium of his left main coming off right at the annular near the bicuspid commissure, this valve would not seat well without obstructing the left main coronary ostium. Therefore, the subject device was removed and an annular enlargement was performed. A new 23 mm edwards valve was sewn back in, and this time the ostium was free of any obstruction of the sewing ring, as again, the ostium came off right at the annulus on the left side. After this was completed, the patient was weaned off cardiopulmonary bypass uneventfully. During this time, the patient encountered some episodes of heart block, and therefore, 2 atrial and 2 ventricular pacing wires were placed to pace him in an a-v sequential manner. Postoperative echo demonstrated good function of the bioprosthetic valve and no other abnormalities were noted.